Event description:
The customer reported that the knife blade would not retract, keeping the jaws from opening. No further information was available as to how the device was removed form tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.